Manufacturer narrative:
Qc was not provided, but the customer stated that qc prior to the event was within lab-established ranges. Per the customer, qc was not re-run after the event. Bci field service engineer (fse) removed and rebuilt flow cell. Upon removing co2 measure electrode, the fse noticed that membrane was not centered. Also, the membrane retaining ring was cracked. The fse replaced retainer, ring, and membrane, and verified instrument performance. Hardware issue may have contributed to this event.

Event description:
A customer contacted beckman coulter inc. (Bci) and stated that unicel dxc 600 pro synchron clinical systems generated false low sodium (na) results for multiple patients. The results were reported out of the lab. When the samples were repeated on the same instrument, recovery was a little higher and results were amended. The customer provided printouts from twelve patients. However, of the twelve, one patient repeated exactly the same upon rerun, and the difference in results for five patients was within the precision of the assay. The lab has not received any reports that any patient treatments were impacted based upon the false results reported.